Event description:
The product was initially received with no information. It was later reported that patient passed away on (B)(6) 2011 and the cause of death was pneumonia. It was stated that the death was not device related. Drug delivered via the pump was morphine 10mg/ml at a daily dose of 2.268 mg.

Manufacturer narrative:
Catheter: model: 8596, (B)(4), implanted: 2005 (B)(6), explanted: unk; catheter: model: 8598, (B)(4), implanted: 2006 (B)(6), explanted: unk. Returned for analysis was the pump and an incomplete catheter (pump connector + proximal segment of (B)(4)). Final analysis of the pump revealed a high s2 battery resistance. Analysis of the catheter revealed no anomaly, acceptable catheter testing.